Event description:
Obaining a result of 255 mg/dl on customer's meter back to back with a result of 117 mg/dl on hospital meter performed within 5 minutest of each other. No actions were taken or treatment was received based on the back to back testing reportedly. A request was made for the return of the suspect device and replacement product was sent.